Event description:
A volume of intravenous immunee globulin (ivig) had been pooled into a 500ml baxter glass evac bottle (lot# g025866).transfer of ivig through the bottle stopper was through a single insertion of a 16 gauge needle. A nurse then accessed the bottle with a vented spike adapter (either lot r04c30262 or r04b11223) which fell out of the bottle when it was inverted. A second adapter was inserted which stayed in place.